Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than four years and a half have passed since the subject device was manufactured. There was no service record for the subject device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection by sorc, we presume that the reported phenomenon was attributed to faulty main circuit board. The failure of the main circuit board could have been attributed to the failure in the pressure sensor on the main board due to error in the manufacturing process.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the power of the subject device became turned off sometimes. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated and the main circuit board had failure. There was no report of patient injury associated with the event.